Event description:
It was reported that during a thermal balloon ablation procedure, an overheat error was received around 2 minutes into the therapy cycle. The physician tried to use the same catheter again and got another overheat in pre-therapy then an under heat error in pre-therapy was received. The physician replaced the umbilical cable and got another overheat error in pre-therapy. A second catheter was used and a 6107 heating error was received 1 minute into therapy cycle. The catheter was rotated to 3 o'clock and with the second catheter a motor fault error was received. The system then produced a heater error in pre-therapy at approximately 30 sec. A third catheter was used in the 3 o'clock position. The doctor had no further problems and chose to do a full 8 minutes of therapy. The doctor chose to do another therapy after that as it is his standard practice which a motor fault was received during pre-therapy but treatment was continued. No consequences were reported.